Event description:
The patient collapsed after shocks were delivered. Pulseless electrical activity was diagnosed. CPR and therapy were delivered. Review of session records noted initial sinus tach diagnosis that spontaneously became vt. Atp was unsuccessful and accelerated vt. Hv therapy induced vf. Five 36j therapies did not convert the rhythm. The vf ultimately terminated and av pacing was noted at end of electrogram. The patient was diagnosed with anoxic encephalopathy.

Manufacturer narrative:
The device was sensing appropriately. Based on device programming, based on device programming, therapy appears to have been delivered appropriately.